Event description:
The consumer stated that he has an implantable defibrillator/pacemaker device (MFR: st. Jude). The consumer has had the device for about 20 years. He stated that the doctors have always told him that electric blankets are okay to use with the device. The consumer stated that his medical device was picking up electrical interference since he purchased the blanket. It caused the device to charge up twice in (B)(6) 2015. The consumer related the issue with his device to the blanket about 2-3 months ago. The consumer contacted the MFR of the blanket. They informed him that their product could not be used with such medical devices. The consumer stated that the blanket does not have any warnings on it. The consumer also contacted the MFR of his medical device. They informed him that a properly working electrical blanket will not interfere with their medical devices. The consumer stopped using the blanket and the interference stopped as well. The consumer has seen his doctor in regards to this. The doctor informed the consumer that the device charged up twice and that could have led to him suffering from a cardiac arrest. Product description: electric blanket size: twin color: blue, model obg01. Retailer: (B)(6). The product was not damaged before the incident. The product was not modified before the incident. (B)(4).